Manufacturer narrative:
Field change: g5. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient states he has an artificial urinary sphincter (aus) device. He was told it would last about 5 yrs. Patient thinks he has a small bladder or enlarged prostate keeping bladder from completely voiding, requiring to use it more than normal, device was implanted on (B)(6) 2015, it started failing about a year ago it slowly got worse. Patient cannot control when it opens and he has to wear the thick pads again. Patient wants to know if there is an improved model and how can he have his device replaced.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient states he has an artificial urinary sphincter (aus) device. He was told it would last about 5 yrs. Patient thinks he has a small bladder or enlarged prostate keeping bladder from completely voiding, requiring to use it more than normal, device was implanted on (B)(6) 2015, it started failing about a year ago it slowly got worse. Patient cannot control when it opens and he has to wear the thick pads again. Patient wants to know if there is an improved model and how can he have his device replaced.